Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 0.7-0.9cm from the proximal end of the svc shock coil. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.